Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: dissection. Evaluation summary: the images received cannot be used to perform a full imaging evaluation. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the available images provided for review. Gore cannot make conclusions or guarantee the images provided are accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. A jpg image was provided for evaluation. Unable to confirm a proximal or distal sine with the images received.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6), 2023, this patient underwent an endovascular treatment for a thoracic aortic aneurysm (zone 3) using two gore® tag® conformable thoracic stent graft with active control system. A tgmr373720j was implanted proximally and a tgm343410j was implanted distally. On (B)(6), 2023, a follow-up CT showed findings of proximal and distal stent graft-induced new entry tears (sine). Although the peripheral side already became aneurysmal (enlarged), and no dissection was identified on the CT, the aneurysm was reported to be due to the occurrence of dsine. On (B)(6), 2023, a reintervention was performed. After creating 1 debranching (lcca-lsa bypass), additional stent grafts were implanted proximally (from zone 2) and distally (valiant¿, 38 mm x 150 mm proximally and 34 mm x 150 mm distally). The physician reportedly stated as follows: because the initial implantation was an emergency procedure, implantation with landing from zone 3, where the vessel was running very steeply, was chosen. However, perhaps I should have considered of landing in the straight part more proximal side. The distal landing zone was also angulated, so I should have make the stent graft land in the straight part more distal side.